Manufacturer narrative:
The handle arrived in used and dirty condition with a charger, but no brush head included. The handle turns on, operates and charges on a lab charger. Charged the handle for 24 hours and it passed the 2 series amplitude test for frequency and amplitude; it is operating within specification. Internal inspection shows no issue with handle. Charger is operating within specification. The root cause of the customer's complaint could not be determined.

Event description:
Customer claims he cracked one of his teeth by using the sonicare product.

Manufacturer narrative:
Information not provided..

Event description:
Customer claims he cracked one of his teeth by using the (B)(4) product.